Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the patient's routine visit the controller was noted to have a loose power port. No excessive force or damage done to the unit. The controller was exchanged. The patient tolerated the exchange without any issues.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation and receiving inspection records confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a displaced gasket in port one (1) as described in the event details. Device underwent internal visual inspection and found that the nut behind port 1 was loose but there were no signs of contamination or liquid within the device. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. The supplier has opened an internal investigation for the controller's loose connectors. The most likely root cause of the loose port and displaced gasket is a shift in the manufacturing process. Corrected data: device labeled for single use.